Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly with two prostyle devices a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed, the sheath was up-sized to a greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.